Manufacturer narrative:
This report is submitted on june 7, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. Oral and topical antibiotics were administered.